Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37703, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type implantable neurostimulator. Product ID 3586, serial# (B)(4), implanted:(B)(6) 1990, product type lead. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1990, product type lead.

Event description:
The rep reported that post-operatively a third contact showed high impedance. The rep reported that the physician decided he only wanted to replace the battery and not revise the lead or extension. Additional information was received from the manufacturer rep. It was reported that they planned to return the device. They could not pinpoint the exact cause for the high level of impedance except for the fact that the lead and extension was implanted in (B)(6). Patient did receive stimulation after a series of programming attempts. The patient was seen at hcp's office for reprogramming on (B)(6) 2017. The hcp stated that they will not be doing any further surgery on this patient for other medical reasons. No further complications were reported/anticipated. Additional information from the consumer reported that the unit was installed but had never worked. The patient wanted to know what could be done to solve the problem. The indication for use was non-malignant pain. No patient symptoms reported. Additional information was received from a consumer (con) regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) had never worked since implant. The patient reported that a representative (rep) was present at the implant surgery and could not get the implant to work. The patient reported that it was alleged that they were too old, overweight, and had too many surgeries which resulted in too much scar tissue for the implant to work. They reported that the reps made adjustments multiple times to get the implant to work for the patient¿s pain, but it never did. The patient stated they met with reps on 3 different occasions for adjustments. The patient was redirected to follow-up with their healthcare professional. No further complications were reported. Follow-up was conducted. See rr 3004209178-2017-1255 and rr 3004209178-2017-19542